Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 04065 were returned and analyzed. The data files showed system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification showed that the catheter was used for 8 injections. The catheter failed the performance test due to triggering of system notice (B)(4) ¿catheter not recognized¿. The impedance test also showed out of tolerance readings. Dissection/ pressure testing showed blood inside the service loop, and guide wire lumen kink and breach at 1.42 inches from the tip. In conclusion, system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed through data analysis and through the product analysis. The balloon catheter failed the returned product inspection due to the guide wire lumen kink/ breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.